Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 748 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the cause of the high bg was due to a bent cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, the issue was resolved and no permanent damage was sustained.